Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 60s (mg/dl). Glucose tablets and fruit were consumed to address bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Customer reported over-bolusing which led to low blood glucose levels experienced.